Event description:
Patient reported "discomfort, progressively, firming, 2 lesions and 2 inflamed lymph nodes in axilla, more tender, more firm, areola was repressed and fluid around implant". Later, healthcare professional reported "rupture and capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6. Clarification to h6: medical device problem code a0412 is no longer applicable to this report.

Event description:
Further reported was capsular contracture, baker grade iii; capsulectomy performed. Additionally, the device was found to be intact upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "discomfort, progressively, firming, 2 lesions and 2 inflamed lymph nodes in axilla, more tender, more firm, areola was repressed and fluid around implant". Later, healthcare professional reported "rupture and capsular contracture baker grade IV". Healthcare professional reported later "capsular contracture baker grade unknown".this record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "discomfort, progressively, firming, 2 lesions and 2 inflamed lymph nodes in axilla, more tender, more firm, areola was repressed and fluid around implant". Later, healthcare professional reported "rupture and capsular contracture baker grade IV". Healthcare professional reported later "capsular contracture baker grade unknown". This record is for the left side. Device was explanted.